Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing broke into two pieces while connected to a patient. Although requested, there were no further details or information provided and no report of harm.